Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection revealed the breakage occurred at the tip of the needle due to tensile overload. There is no evidence of any material flaw or defect. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jjp813, batch # jkb910, batch # jke931, batch # jkh515, batch # jkj543.

Event description:
It was reported that the patient underwent a craniotomy procedure for removal of hematoma on (B)(6) 2015 and suture was used for dura mater. During the procedure, the needle broke into two pieces and was not found. The CT scan was performed, but the needle was not detected on CT. There was a possibility to remain the needle tip in the patient's body. It was also reported that the suture was not frayed. Additional information has been requested.